Event description:
The customer reported low diff pressure and popped off flowcell tubing from a coulter lh 780 hematology analyzer. No error messages were reported by the customer at the time of the occurrence. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/16/2015. The fse found a disconnected differential stabilyse line due to a broken pinch valve mount at diff stabilyse. He replaced the pinch valve mount and reattached the diff stabilyse tubing and the instrument ran without any errors. The repairs were verified per established service procedures. (B)(6).